Event description:
The following was reported to virtual imaging by (B)(6) on (B)(6) 2018. (B)(4) (dealer for virtual imaging) received emergency weekend service call for portable collimator that has fallen off. A technologist was injured. A followup call was done by (B)(4) on (B)(6) 2018 to determine the extent of the injury to the technologist. The technologist bruised her finger.